Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 600 mcg/ml baclofen at 120 mcg/day via an implantable pump for intractable spasticity. It was reported that a motor stall occurred on (B)(6) 2018 and tube set also occurred. It was confirmed with the patient that an MRI was performed and the patient was never seen until (B)(6) 2018. It was noted the patient was having breakthrough pain beginning 2-3 weeks ago and the pain worsened in the last 3 days. The logs were rechecked and it was confirmed the motor stall recovered on (B)(6) 2018 in the logs. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). There were no further issues and the issue was resolved on (B)(4) 2018. No further issues were reported or anticipated.